Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was 63 mg/dl. The customer stated that he was trying to change out his set and believes that it was occluded. Set would not prime. He tried two different sets and was able to prime the third one. The insulin did go through once the customer pushed the plunger. He was able to resolve by an infusion set change but is requesting replacements. The customer does not want to return the set or reservoir for analysis. No additional information is provided.